Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pid setting of the pump was incorrectly programmed- received a call from the sales representative regarding a sapphire device which was misprogrammed by the attending physician, dr. (B)(6). He said that the intermittent bolus program in piv in this event was misinterpreted. He stated that there was no patient involved in the report since it was caught by the technician on time. The event happened weeks ago, cannot provide the specific date. He also cannot provide the software version of the pump but he mentioned about drug library. He mentioned that this is a patient safety issue since patient may receive a medication overdose. The epidural pump was set-up by one of my colleagues, an attending. He thought he was setting up just a pcea, but in reality he set up the pump under the pieb mode, so he programmed the pump to administer 6 ml of our standard solution, 0.125% bupivacaine with fentanyl 2 mcg/ml every 15 minutes. Unfortunately, three of our residents over the next 6-8 hours never checked the pump's settings (as they were called to replace one bag after another, at 2 hour intervals) and just pressed "start" on the pump. They eventually realized the mistake ( when they replaced a third bag and the patient stated that she never pressed the pcea button). Luckily our patient had no untoward effects from all those boluses and her baby was not affected either. The problem stems from the present software allowing to change the pieb interval to anything you want. The only parameters that can be changed are the pcea bolus interval. Death/serious injury: no, human harm: no, delay in therapy: no, medical intervention need: no."